Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The communication tool was used to test the audio and it passed the receiver had audio. The customer complaint of intermittent audio output could not be confirmed. The root cause could not be determined.